Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The posts on the needle blocks broke off. There appeared to be excess epoxy on the activation rods, needles, and scope tube.

Event description:
It was reported that during a transurethral needle ablation of the prostate procedure, the needles would not deploy. Several needle lengths were selected and none would deploy after the handle was squeezed. The device was replaced and the procedure was completed. No injury to the pt was reported.